Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that fracture of the ventricular lead was observed via x-ray. Impedance rose from about 200 ohms to 346 ohms. Capture was at 0.75 v and sensing 3.3 mv. Noise was observed on the lead. The patient is dnr (do not re- suscitate) and there are no plans to revise the lead.